Event description:
It was reported that during use of a bd vacutainer® ppt¿ plasma preparation tube k2e the gel in the tube did not move properly. The sample was already hemolysed.

Manufacturer narrative:
Investigation summary: bd had not received samples, but photos were provided by the customer facility for investigation. The photos were evaluated and the customer's indicated failure mode for poor barrier with the incident lot was observed. A review of the device history record was completed for the incident lot and, based on this review, all product specifications and requirements for lot release were met; there were no related quality non-conformances during manufacturing of the product. Proper collection techniques for collection of ppt¿ tubes, including: immediate and gentle inversions of 8 to 10 times, proper storage and centrifugation (1100 rcf for 10 minutes) or customer validated alternative to processing/storage protocols that differ from bd IFU, separation of plasma from cells by centrifugation should take place within 6 hours of collection to prevent erroneous test results, overfilling/underfilling of tubes will result in an incorrect blood to additive ratio and may lead to incorrect analytical results. The freezing of plasma in situ (in primary tube) may be prohibited by certain manufacturer¿s assay protocols. Investigation conclusion: based on evaluation of the customer photos, the customer¿s indicated failure mode for poor barrier with the incident lot was observed. This complaint investigation was conducted under the premise of a previously investigated issue specific for poor barrier, where it was determined that the results and conclusions established in the previous investigations pointed to the same indicated failure mode and root causes observed in the current complaint investigation. Additionally, the conclusion drawn from the current complaint investigation did not yield new information regarding the indicated failure mode. Complaint data for this failure mode is monitored and trended on a routine basis. Root cause description: this complaint investigation was conducted under the premise of a previously investigated issue specific for poor barrier, where it was determined that the results and conclusions established in the previous investigations pointed to the same indicated failure mode and root causes observed in the current complaint investigation. Additionally, the conclusion drawn from the current complaint investigation did not yield new information regarding the indicated failure mode. Complaint data for this failure mode is monitored and trended on a routine basis. Complaints received for this device and reported condition will continue to be tracked and trended. Information will be captured on trend reports and monitored. The bd business team regularly reviews the collected data for identification of emerging trends. Pic: in general, poor barrier separation complaints are not confirmed during investigation. Of the (B)(4) complaints for poor barrier separation in fy17, only 39 were confirmed (22%). The complaints are confirmed with customer photos; however the defect has never been duplicated when samples are returned or retention samples are tested. In instances where samples were returned or retention samples were tested, the product performs as expected when tested in the bd facility under the proper processing conditions, which suggests that product performance may have been influenced by the product use environment in those instances.

Manufacturer narrative:
A device evaluation and/or device history review is anticipated, but is not complete. Upon completion, a supplemental report will be filed.

Event description:
It was reported that during use of a bd vacutainer® ppt¿ plasma preparation tube k2e the gel in the tube did not move properly. The sample was already hemolysed.